Event description:
Two pt samples with free t4 results that do not fit with clinical picture. Pt 1: initial free t4 gave 24.7 pmol/l; repeat by different methodology gave 21.9 pmol/l. Tsh gave 1.66 mlu/l, no repeat date provided. No info provided to determine if results were used to guide therapy. If add'l info is rec'd, appropriate notification will be provided.

Event description:
Two pt samples with free t4 results that do not fit with clinical picture. Pt 2 initial free t4 gave 26.8 pmol/l; repeat by different methodology gave 22.8 pmol/l. Tsh gave 1.00 mlu/l; no repeat data provided. No info provided to determine if results were used to guide therapy. If add'l info is rec'd, appropriate notification will be provided.